Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the right femoral artery was used as the access site for the dcs, and the injury occurred to the left femoral artery. The minimum diameter of the access vessel was 6 mm. The injury occurred during the procedure. Per the physician, the dcs did not cause or contribute to the injury. Additionally, a non-medtronic guidewire was used during the procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a transcatheter aortic valve implantation, a pre-implant balloon dilation was performed using a 24 mm balloon. Upon the first deployment attempt, the valve was under-expanded. The valve was subsequently recaptured into the delivery catheter system and withdrawn from the patient. A second pre-implant balloon dilation with a 25 mm balloon was performed. The valve was re-loaded; however, upon another deployment attempt, the valve remained under-expanded. The valve was eventually positioned correctly and was deployed. Five days later, it was reported that the patient died. Additional information was received that per the physician, the cause of death was due to a retroperitoneal hematoma on the contralateral access and hemorrhagic shock. Additional information was received that the right femoral artery was used as the access site for the dcs, and the injury occurred to the left femoral artery. The minimum diameter of the access vessel was 6 mm. The injury occurred during the procedure. Per the physician, the dcs did not cause or contribute to the injury. Additionally, a non-medtronic guidewire was used during the procedure. Additional information was received that according to the doctors, the retroperitoneal hematoma was caused by the contralateral access used to bring a covered stent into the therapeutic access for bleeding. After 24 hours an angiographic check was performed and thrombin was used for treatment.

Manufacturer narrative:
Updated: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10. Other medical products in use during the event include: product ID: l-evprop34 (lot: unknown); product type: 0195-heart valves; implant date: non-implantable device product ID: d-evprop34 (lot: unknown); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a transcatheter aortic valve implantation, a pre-implant balloon dilation was performed using a 24 mm balloon. Upon the first deployment attempt, the valve was under-expanded. The valve was subsequently recaptured into the delivery catheter system and withdrawn from the patient. A second pre-implant balloon dilation with a 25 mm balloon was performed. The valve was re-loaded; however, upon another deployment attempt, the valve remained under-expanded. The valve was eventually positioned correctly and was deployed. Five days later, it was reported that the patient died.

Manufacturer narrative:
Updated data: b5. H6. H11. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: deliv sys d-evprop34us, product ID: d-evprop34us, serial/lot: unknown, use by date: unknown, UDI: unknown. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of death was due to a retroperitoneal hematoma on the contralateral access and hemorrhagic shock.